Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 383 mg/dl. The customer took a correction bolus via the pump. The customer believes that the healthcare provider needs to increase pump basal rate setting for the morning. A recommendation was made for the customer to consult with their healthcare provider regarding settings adjustment.